Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that, "dr. (B)(6) implanted a two-level reflex hybrid plate and screws. He decided that he wanted to put in a larger plate so he needed to back out of screws. His resident dr. (B)(6) used the screw extractor with inner shaft snapped off in the screw. He then just pulled the plate off with the screw still under the gold locking ring in the bone. Dr. (B)(6) then placed a larger plate and screws in without issue."